Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin had multiple p[ump error alarm. The customer¿s blood glucose level was 204 mg/dl. The troubleshooting was performed and they were not able to clear the alarm. The customer also reported that the keypad anomaly. Customer states that numbers are ramping on their own and the scroll bar is moving with no input. Customer reports pump screen flashing when screen was turned on after being in sleep mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No unexpected pump error 43 alarm noted during testing. However, red lines across screen noted during testing due to broken traces on the lcd glass between the lcd controller and the lcd image area. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies and no buttons scrolling on its own noted during testing. Device also received with corroded electronic assembly during visual inspection and cracked case(battery tube) and cracked battery tube threads.(B)(4).